Event description:
Pt reported signs of weeping and itching under the tape collar within 8 hours after appliance was applied. Wafer was removed. End-user explained skin was washed and applied adhesive powder to site. Skin remained moist and red. The end user subsequent outcome was not reported.

Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued april 16, 2014. Device (s) list in this report is (are) used for treatment, not diagnosis. Any add'l info received regarding this event after filing this report shall be filed on a supplemental MDR. Brand name: sur-fit natura stomahesive flexible skin barrier w/ flange w/tan tape collar and cut-to-fit opening (overall dimension 5" x 5"). Analysis is taken from a trending report of eval or adverse events finalized may 2011. The data presented is from 3 different product applications. The report states that there are no significant trends.